Event description:
On 01/18/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8655-14 ring curette broke. This occurred during an ankle arthroscopy procedure, where all fragments were retrieved. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-8655-14 ring curette batch number: 1391945 was received for investigation. Visual evaluation of the returned device noted that the ring cutter was broken. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device. Refer to investigation photos. Complaint allegation is confirmed.

Event description:
Additional information was provided on 12/11/2024 where the arthrex subsidiary employee stated that the bone condition was not assessed. There was no impact as it was at the end of the use of the instruments.